Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider replaced the electric valve diaphragm but the condition was not solved.

Event description:
It was reported that during maintenance the ventilator electric valve operating noise was loud. There was no patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump assembly was received and evaluated. After running the unit for five minutes, no abnormal noises were observed with the pump assembly. The pump was observed for any physical signs of wear on the piston rods, vanes, membrane, or piston rod bearings. No signs of premature wear or additional anomalies were observed.